Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 366mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. However, found corroded keypad traces. No button error alarm noted and no unexpected numbers ramping during our testing. The insulin pump has cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked battery tube threads.